Event description:
It was reported that, "the screw stripped and had to be cut and the proximal end removed. Distal end remains in the pt."

Manufacturer narrative:
Device not yet returned for investigation.